Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated na results were obtained on two patient samples on a dimension vista 500 instrument. Siemens reviewed the instrument data and determined that quality controls (qcs) were within expected ranges on the day of the event. Siemens remotely performed troubleshooting on the instrument and performed the following: realigned integrated multi-sensor technology (imt) probe, primed the imt fluids three times, reset the system, re-calibrated the imt module, and ran a cycle check on standard a and b and check1 on imt, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced imt sensor, pump tubing, imt diluent and standard b, aligned the instrument, performed calibration and ran quality controls, resulting acceptably. The customer indicated that the instrument was functioning according to specification. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples (sample ids (B)(6)) on a dimension vista 500 instrument. The results were reported to the physician(s), who questioned the results. The patient for sample (B)(6) was admitted to the hospital as a result of the discordant result. The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.